Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an infection at the implant site. The recipient's site was cleaned and the recipient was treated with IV antibiotics (type unknown). The issue did not resolve and the site became inflamed with pus. The recipient's device was explanted. The recipient remains on antibiotics (type unknown) as the recipient continues to heal. The recipient will be reimplanted at a later date.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the hospital will not provide any further information and the explanted device will not be returned to the company for analysis. A review of the device history record noted no rework. This is the final report.